Event description:
It was reported that the customer experienced a high blood glucose level of 418 mg/dl. The customer came home from school with a button error alarm. He wore his insulin pump into the hot tub. The customer was advised to disconnect from the pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no moisture damage found inside the pump. The insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).